Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. The patient called about her bolus recommendations not being accurate due to her parameters in the meter not being correct on two previous occasions. The patient has continued to experience elevated blood glucose levels and now thinks the device sporadically provides recommendations that are not accurate. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.